Event description:
It was reported that the patient received over seventy shocks for inappropriate noise sensing episodes. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and the proximal conductor was fractured. It was noted that the distal conductor was distorted, the distal conductor fractured due to overstress, the outer insulation was kinked/buckled and the outer tubing overlay was melted.

Event description:
It was reported that the patient received over seventy shocks for inappropriate noise sensing episodes. The lead was explanted and replaced. Additional information was later received from an attorney alleging malfunction caused patient to be shocked multiple times. A second attorney subsequently alleged "plaintiffs have sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages..." No specific detail regarding alleged injuries was received, and no further patient complications were reported as a result of this event.

Manufacturer narrative:
It was reported that the patient received over seventy shocks for inappropriate noise sensing episodes. The lead was explanted and replaced. Additional information was later received from an attorney alleging malfunction caused patient to be shocked multiple times. A second attorney subsequently alleged "plaintiffs have sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages..." No specific detail regarding alleged injuries was received, and no further patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure lead conductor device was out of specification in a manner that relates to event sensitivity shock, inappropriate noise malfunction.

Event description:
It was reported that the patient received over seventy shocks for inappropriate noise sensing episodes. The lead was explanted and replaced. Additional information was later received from an attorney alleging malfunction caused patient to be shocked multiple times. A second attorney subsequently alleged "plaintiffs have sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages..." No specific detail regarding alleged injuries was received, and no further patient complications were reported as a result of this event. There were further allegations by an attoney that indicated the lead had exhibited a fracture and/or was explanted. Additionally, it was alleged the patient is deceased.